Event description:
While performing a procedure related to dialysis access, the subclavian vein was perforated. A 10mm balloon was inserted for vessel dilation. The landing zones around the perforated area measured 8 mm in diameter. An 8x10 viabahn device was advanced through an 8 fr introducer sheath over a 0.035 inch benson guidewire to the target site and positioned. When the deployment line was pulled, the device started to bow. The physician exerted excessive force and continued to pull on the line and the line broke. He cut down on the catheter in order to retrieve the deployment line and continue the deployment process. However, the device would not deploy/open. The pt was taken to the operating room and the device was surgically removed. The subclavian vein was closed. The pt was fine at the end of the procedure.

Manufacturer narrative:
The device was discarded at the facility; thus not available for eval. Method: a review of the manufacturing records was conducted. Results: the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.